Event description:
Customer's mother reported the insulin pump ecs button is not working. Customer's blood glucose level was 480 mg/dl. Customer's does not recall any significant events. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.